Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: parapac plus 310 ventilator was returned for not alarming- no alarms work. The alarm power-on self-test was performed and the customer reported issue was duplicated. The positive and negative terminal connectors within the battery compartment were found flattened due to user interface. They were recalibrated into their original position and the unit passed all functional tests thereafter. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not alarming, and no alarms worked. There was no patient involvement, and no patient harm/adverse event reported.